Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ ast broth contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "customer observed fungi -like growth on ats broths."

Event description:
It was reported that while using bd phoenix¿ ast broth contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "customer observed fungi -like growth on ats broths. "

Manufacturer narrative:
Investigation: this complaint is for a fungi-like growth observed on the inside of tubes of phoenix ast broth (246003) batch number 0128053. The customer did provide photos for investigation, however no returns were able to be provided for investigation. The photos showed foreign matter in multiple tubes of broth. To further investigate, a box of 100 retention tubes from the complaint batch were manually visually inspected for any foreign matter in the tubes. 0/100 tubes were observed for any foreign matter. Based on the photos provided, this complaint is confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed three (3) additional complaints on this batch. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. H3 other text : see h.10.